Event description:
Pulse oximeter malfunctioned (monitor read "wrong cable/connection"). After multiple troubleshooting techniques (new pulse ox, new cord, turning monitor off and back on, resetting monitor, switching extremities on the patient), no resolution. Monitor started working spontaneously 38 minutes later. Event resulted in being unable to obtain an oxygen saturation on a ventilated patient.